Event description:
It was reported that the customer's sensor cannula was missing. Customer's blood glucose level at the time 9.0mmol/l. Troubleshooting occured. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor. Found the sensor cannula retracted inside of the sensor base; unable to confirm if the customer received the sensor damaged due to the senor was returned opened and used. Disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.